Event description:
It was reported that an event of undersensing was noted on the implantable loop recorder (ilr). It was recorded by the device as as ystole. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).